Event description:
It was reported that during a video assisted lobectomy on the fifth firing with a green reload on the lobe of the lung, the device locked on the tissue. The surgeon pried the jaws open slightly and was able to release the device off the tissue. Another device was used to complete the procedure. The rep reports there were no complications for the patient and the staple line was satisfactory.

Manufacturer narrative:
(B)(4). Jammed knife the analysis found that the (B)(4) device was received with the knife jammed and with a fully fired (B)(4) reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and it was noted that several b-formed staples were lodged between the knife and the anvil knife slot, resulting in the firing mechanisms jamming. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Please reference the instructions for use to additional instructions. In addition the closure trigger top was noted to be damage. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.